Manufacturer narrative:
The customer reported that the AED will not power on. It is not showing a status light and does not come on. The 9v battery has been replaced. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED's asi is blank and AED will not power on. The customer did not report this event occurred during patient use.